Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads and a scratched lcd window.

Event description:
The customer stated that he was hospitalized with a low blood glucose of 38 mg/dl. The customer was already in the hospital when he began showing signs of hypoglycemia, and it was decided that he should be admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The customer stated that the insulin pump was exposed to high magnetic fields at an airport recently. The customer stated he began experiencing issues after this happened. The insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.